Event description:
It was reported that the patient with this pacemaker device exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms on right ventricular (rv) channel. There were no thresholds in the rv lead since change out. The patient was seen in clinic. Technical services (ts) stated that there could be potential issues with ra and rv leads. The health care professional (hcp) will be further discussing with the physician. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker device exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms on right atrial (ra) channel. There were no thresholds in the rv lead since change out. The patient was seen in clinic. Technical services (ts) stated that there could be potential issues with ra and rv leads. The health care professional (hcp) will be further discussing with the physician. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. This report contains correction in section b5 describe event or problem.

Manufacturer narrative:
This report contains correction in section b5 describe event or problem.

Event description:
It was reported that the patient with this pacemaker device exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms on right atrial (ra) channel. There were no thresholds in the rv lead since change out. The patient was seen in clinic. Technical services (ts) stated that there could be potential issues with ra and rv leads. The health care professional (hcp) will be further discussing with the physician. This device remains in service. No adverse patient effects were reported.